Event description:
It was reported that the tip of the endowrist prograsp instrument was bent. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance testing and found the instrument to moved intuitively with a full range of motion in all directions. The tip was not found to be bent. Engineering also observed the distal end of the main tube to have a couple of deep scratches marks with material removed. The scratches range from .120" to .175" long and are not parallel to the tube's longitudinal axis, suggesting they were caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.